Event description:
The patient experienced an increase in seizures and later underwent a generator replacement. These events were previously reported in mfg. Report #1644487-2016-00845. During product analysis on the generator, it was confirmed that the battery voltage was measured to be 1.93v and the battery indicator had properly triggered as intended. The generator's output signal was monitored for a 24 hour period while it was in a simulated body environment. It was found that there was gradual reduction in the output current which appeared to have been caused by the depleted battery and current leakage. During electrical testing, it was noted that there appeared to be current leakage at a capacitor component on the printed circuit board assembly. This component was bridged with a known good capacitor component was used. The testing was completed again however this time the generator met functional specifications and there were no signs of current leakage. It was noted that the current leakage may have led to the generator battery depleting sooner than expected. A previous internal investigation determined that a likely cause of current leakage event was related to damage to the capacitor component that occurred during the manufacturing process. Since the increase in seizures was reported to be occurring while the generator was still providing programmed therapy and prior to the battery depleting this report is only capturing the premature battery depletion. It appears that the serious injury of the increase in seizures is not related to the malfunction of the premature end of life. Therefore these events are being reported separately.